Event description:
It was reported that this right ventricular exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further evaluation of the patient was discussed. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.